Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported no delivery alarms. Prior to the events, she experienced that the quick sets were not sticking to the serter about 50 percent of the time. The patient also has blood glucose readings in the 300 to 400 range. She believed that this was due to her pain medications for her broken shoulder. The customer treated herself with an apple. The most recent blood glucose reading was 67 mg/dl. No further information was provided.